Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarms. Reservoir was unable to lock in place properly. Insulin pump had diminished battery life, rejected new batteries, pump asked for a new blood glucose reading within an hour or two after calibration. Insulin pump had given random no delivery alarms. There was a delay when blood glucose numbers are entered, insulin pump was a little louder when rewinding and insulin pump sometimes prime doubled the amount of insulin. There were scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.